Manufacturer narrative:
The device had no button response due to flattened dome switch on up and down arrow buttons. The device had moisture damage and was also noted on keypad traces. Unable to confirm unexpected battery out limit alarms due to keypad anomaly. There were no ramping numbers noted on the display. The device had a cracked display window and a cracked reservoir tube lip noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 110 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.